Event description:
It was reported that the 9900 system would not x-ray, had a split image, and the right monitor shut down. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The connections were re-seated during the svc call. The system was tested and found to be working as intended, and put back into svc.